Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with medi-trace electrodes. The customer reports that during a patch test, the patient received a skin reaction from the gel of the electrode. The customer further stated that the patient had a reaction during a procedure last year and was scheduled to have another procedure this year. Therefore, the dermatologist patch tested the patient with the electrodes to see if the reaction would reoccur and it did. The patient was given topical medication from another provider to treat the reaction. The patient is using clobetasol ointment.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.